Manufacturer narrative:
The subject otv-s7h-1d-f08e was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc performed the investigation by following devices. The subject otv-s7h-1d-f08e. The otv-s190 owned by omsc. The oev261h owned by omsc. Omsc investigated the subject otv-s7h-1d-f08e as following. The endoscopic image was displayed normally. Also, there was no fuming, burnt smell, or fever. It was repeated 3 times that the subject otv-s7h-1d-f08e was operated for 6 hours. It was repeated 3 times that the subject otv-s7h-1d-f08e was operated for 6 hours under state of high and low degrees c. It was repeated 3 times that the subject otv-s7h-1d-f08e was operated for 6 hours under state of high and low humidity. Omsc tried to reproduce this phenomenon, however this phenomenon was not reproduced. Omsc checked the inside of the subject otv-s7h-1d-f08e and found the following. There was no signature adhered to the moisture in the subject otv-s7h-1d-f08e. There was no burnt signature on the circuit board and exterior of the subject otv-s7h-1d-f08e. Omsc could not identify the root cause because there was no abnormality in the subject otv-s7h-1d-f08e. Based on these investigations, omsc surmised that this phenomenon might have been occurred by the following: there was the moisture adhere to the connection between the rigid scope and the subject otv-s7h-1d-f08e. The moisture evaporated because the connection between the rigid scope and the subject otv-s7h-1d-f08e had the heat by operation. The user felt burnt smell due to evaporated moisture. In addition, the abnormality was occurred in the signal between the subject otv-s7h-1d-f08e and the possessor temporarily because of the moisture. Therefore the endoscopic image disappeared. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
The subject otv-s7h-1d-f08e will be returned to olympus medical systems corp.(omsc) for the evaluation. Omsc continues to investigate this event. Otv-s7proh-hd-l08e instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The endoscopic image disappeared during unspecified procedure. The user felt burnt smell from the subject otv-s7proh-hd-l08e. The user replaced the subject otv-s7proh-hd-l08e with another unspecified device and completed the procedure. There was no report of the patient¿s injury regarding this event.